Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic pain in hips"), back pain ("chronic pain in lower back"), alopecia ("hair shedding"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), abdominal distension ("stomach bloating"), migraine ("migraine headache") and procedural pain ("hurting from surgery"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, alopecia, teeth brittle, fatigue, abdominal distension, migraine and procedural pain outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, migraine, pelvic pain, procedural pain and teeth brittle to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("chronic pain in hips"), back pain ("chronic pain in lower back"), alopecia ("hair shedding"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), abdominal distension ("stomach bloating"), migraine ("migraine headache") and procedural pain ("hurting from surgery"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, alopecia, teeth brittle, fatigue, abdominal distension, migraine and procedural pain outcome was unknown and the back pain was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, migraine, pelvic pain, procedural pain and teeth brittle to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.